Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was a difference in recognition on item handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper item handling for the user facility. Preventive measure is described in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer requested an olympus endoscopy support specialist (ess) conduct a reprocessing in-service. While onsite, it was discovered that the customer was not reprocessing the auxiliary water tube, suction cleaning adapter, and injection tube after each use. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device will not return to olympus for evaluation, due to an event occurring during an in-service visit. Olympus endoscopy support specialist while on-site reviewed the reprocessing of a colonovideoscope according to the reprocessing manual. It was recommended to reprocess the auxiliary water tube, suction cleaning adapter, and injection tube according to the manual. The options of soaking in high level disinfectant or steam sterilization after each use were discussed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.